Manufacturer narrative:
Correction to the following field: (B)(4) 2011 the explanted ipg was not returned to bsn for evaluation as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing difficulty charging his ipg. The physician chose to explant the patient's ipg and re-implant him with a new ipg.

Event description:
A report was received that the patient was experiencing difficulty charging his ipg. The physician chose to explant the patient's ipg and re-implant him with a new ipg.